Event description:
The user stated she had discrepant sodium results which were questioned by a doctor. She had issue with sodium qc, but results were acceptable upon repeat so pt results were sent out. After the doctor questioned the pt results, the user performed calibration and qc, did maintenance on the ise, repeated calibration and qc, and then repeated the pt samples. All results are in mmol per l. All samples are from green top plasma tubes. Sample 1 initial result was 129 with a data flag, repeat results were 138 and 138. Sample 2 initial result was 127, repeat results were 136 and 137. Sample 3 initial result was 128, repeat result was 136. Sample 4 initial result was 128, repeat result was 136. Sample 5 initial result was 131, repeat result was 139. The initial results were reported to the doctors and the floor. Per the user, there was no indication that a pt was harmed or affected by the result discrepancy.

Manufacturer narrative:
The field service representative determined there was a defective probe c and a problem with the electrodes. He replaced probe c, probe c gasket, valves vc1 and vc2, o-rings for sample c tubing and flushed the lines. Replacement electrodes were ordered. To verify the analyzer performance, the ran four successful ise calibration and qc which were within specification.